Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that an emboshield nav6 embolic protection filter was advanced via femoral access past a mildly calcified, 95% restenosed lesion in the mid area of a mildly tortuous saphenous vein graft to the right coronary artery, followed by deployment of two non-abbott drug-eluting stents then post-dilatation of the stents using an unspecified 3-millimeter balloon. When attempting to retrieve the nav6 filter using the nav6 retrieval catheter, the retrieval catheter was unable to cross through the placed stents. The nav6 retrieval catheter was withdrawn and stents were post-dilated again. The same nav6 retrieval catheter was re-advanced, but still unable to cross through the stents. The physician pulled the filter (while still in the open position) through the stents to the mid area of the stents where the filter was able to be captured with the help of the nav6 retrieval catheter; no embolic material released into the bloodstream when removing the filter. There were no reported adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.